Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right atrial (ra) lead experienced dizziness and presented to the hospital for a device check. Interrogation of the device revealed 47,469 atrial tachycardia response (atr) episodes were stored, all showing noise. The noise was easily reproducible with isometrics. A review of the pacing impedance measurements found intermittent values of over 2834 ohms. The patient was released after the device check and returned the following month for a lead revision. When the pocket was opened and the device removed, blood was noted in the header in the ra port. The ra lead was explanted and replaced. The device remains in service with the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Blood was noted in the helix housing and in the neck region, and there were cuts in the insulation that were likely caused during lead explant. Laboratory testing was unable to reproduce the noise, oversensing, and high pacing impedance measurements, and detailed analysis did not reveal any abnormalities.